Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for an downstream occlusion. There was no pt injury.